Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the ear clip was broken, and the case seal was damaged. A review of the event history log identified force sensor test error in the history. During the functional testing the force sensor test error was found at power up process and was unable to calibrate the force sensor. There was an electrical short between main board, plunger cable and plunger board. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board, plunger cable and plunger board. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited force sensor error. No patient injury was reported.